Event description:
Our office reported that a female patient experienced red eye with her initial use of complete moistureplus. Patient consulted a doctor and was diagnosed keratitis. Patient was treated with an antibiotic and has recovered.

Manufacturer narrative:
Lot number of device used by patient is unknown; manufacturer is unable to perform product evaluation.